Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201490 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 73-year-old female patient, 91kg, presented in the or for a tavr procedure. Ultrasound guidance and a micro puncture kit were utilized to gain centrally positioned access. The right common femoral arteriotomy was 6.5mm, clear of calcification and tortuosity, with a measured deployment depth of 6cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Following the tavr procedure, heparin and protamine were administered and the 18f manta was deployed to the measured depth. Hemostasis was immediate, even though a contralateral post-angiogram indicated an obstructed flow. In an attempt to restore flow, the physician deployed and inflated a peripheral ba lloon. Following inflation, the flow was still restricted, and the physician decided to cut down. During the surgical intervention, the manta anchor was seen positioned on top of the vessel. The manta device was explanted, the flow was restored, and the patient outcome post-procedure was stable, recovering with no further incident. The cause of the occlusion is likely the device being deployed partially into the vessel. Numerous causes for intraarterial deployment have been established. It is potentially due to the anchor likely getting caught on top of the vessel and not being positioned correctly, causing the manta to release inside the artery. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required to treat the occlusion. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, accidental positioning of some or all of the collagen within the femoral artery, leading to stenosis and other access site complications possibly requiring surgical repair. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: tavr was performed. After the completion of the tavr manta 18 fr was deployed for closure and hemostasis was obtained. During a routine post angiogram it showed that an occlusion had happened. Ballooning was preformed and flow was still not what provider wanted. Surgical cutdown was preformed and anchor of manta was found on top of the vessel. Device was removed and patient is doing well and was sent to recovery post cutdown. Additional information was requested from the account.

Event description:
It was reported that: tavr was performed. After the completion of the tavr manta 18 fr was deployed for closure and hemostasis was obtained. During a routine post angiogram it showed that an occlusion had happened. Ballooning was preformed and flow was still not what provider wanted. Surgical cutdown was preformed and anchor of manta was found on top of the vessel. Device was removed and patient is doing well and was sent to recovery post cutdown. Additional information was requested from the account.

Manufacturer narrative:
Qn#(B)(4).